Event description:
Patient was using the theratherm electric moist heating pad. She claimed the product timer turned it off, and she laid it on her leather sofa. When she came back into the room, she claimed the heating pad had turned itself on, and was smoldering the sofa.

Manufacturer narrative:
The controller functions were tested with no deficiencies noted. Unit shut off when set time expires and the display goes blank, pad does not continue to heat and does not turn back on. Controller case was examined, and was not damaged. I.r. Temperature of controller was evaluated against controlled temperatures and no deficiencies were noted. The controller shuts power to heater off at 127 f. Controller was cycled several times and no malfunctions occur. Both sides of the outer cover are scorched and blackened near the sewn on label cord from controller to the pad is discolored a dirty pinkish hue. While no evidence of malfunction was identified, unit does appear to have undergone a scorch situation so MDR filed.